Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) wire loop did not change color and the plug deployment button could not be pressed. After unsuccessful attempts the device was removed and manual compression used. Outside the body, the plug was forcibly depressed. Hemostasis was performed by removing the device and applying manual compression. There was no reported injury to the patient. This occurred after a carotid artery stenting (cas) occlusion procedure. The product was stored, inspected, and prepared according to the instructions for use. No abnormalities were noted before use. A retrograde approach was used, and angiography confirmed femoral artery suitability, including correct insertion angle, with the vessel diameter verified to be at least 5 mm and no stent, calcium, or significant stenosis near the puncture site. No resistance or excess force occurred during advancement or insertion, and there was no difficulty connecting the sheath introducer to the exoseal device. The sheath introducer engaged and locked with an audible click, and pulsatile flow was observed; however, the indicator window did not turn black. The deployment button could not be depressed, though no excessive force was required and it did not depress halfway. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 7f exoseal vascular closure device (vcd) wire loop did not change color and the plug deployment button could not be pressed. After unsuccessful attempts the device was removed and manual compression used. Outside the body, the plug was forcibly depressed. There was no reported injury to the patient. This occurred after a carotid artery stenting (cas) occlusion procedure. One non-sterile exoseal vascular closure device 7f was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white/red position. During this visual analysis a kinked portion was observed during this analysis, located 11 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results obtained were found to be within specification. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the unit was received already deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. Additionally, a kink/bent condition was observed on the delivery shaft. The exact cause of the reported condition could not be conclusively determined as it was reported that the device was forcibly deployed outside of the patient¿s body; therefore, the reported event could not be tested in the laboratory. Based on the information available for review and product analysis, user related factors (use error) may have been a contributing factor as it was noted that an 8f sheath was returned inserted in the device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the 7f exoseal vascular closure device (vcd) wire loop did not change color and the plug deployment button could not be pressed. After unsuccessful attempts the device was removed and manual compression used. Outside the body, the plug was forcibly depressed. There was no reported injury to the patient. This occurred after a carotid artery stenting (cas) occlusion procedure. The device will be returned for evaluation.